Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance (>=10,000 ohms). The patient was referred to surgeon for evaluation of possible lead replacement. The patient underwent generator and lead replacement on (B)(6) 2014 due to lead discontinuity. The generator was replaced prophylactically. The lead impedance with the new vns system was within normal limits. It was reported that the explanted device were discarded during the surgery; therefore, no product analysis can be performed. Attempts to obtain additional relevant information have been unsuccessful to date.